Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Echocardiogram (echo) revealed the inlet was deep with the outlet very close to the aortic valve with normal flows. The medical professional made the decision to reposition the imeplla device and retract several centimeters. The pump was repositioned numerous times with volume given to alleviate this issue with no success. During this process, the patient decompensated with decreasing flows and a loss of left ventricular (lv) signal was observed. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-15630 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-15630 in accordance with updated procedures.